Event description:
During an attempt to pass a coronary guide wire through an indwelling wiktor coronary stent, the guide wire caught on a portion of the stent and disrupted its geometry. In response to this event, the physician implanted another coronary stent over the disrupted section so as to fully push this section against the coronary artery wall. No patient complications occurred as a result of this incident.